Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. The door assembly was inspected and found deteriorated piston foam and a cracked door piston. The cause of the rite failure was determined to be due to the deteriorated piston foam. The piston foam and door piston was scrapped. Should additional relevant information become available, a supplemental report will be submitted.